Manufacturer narrative:
Device is within specifications. Therefore we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted on (B)(6) 2020 from customer. Customer stated a slippage of pins during procedure.